Event description:
A customer contacted beckman coulter inc. (Bci) regarding a critically high potassium (k) result generated by the unicel dxc 800 pro synchron clinical systems: the initial result was 7.18mmol/l and a result of 6.17mmol/l was obtained upon automatic rerun. The specimen was re-tested on a different instrument which gave a result of 6.2mmol/l. The results were not reported out of the lab. There has been no impact on patient treatment.

Manufacturer narrative:
The specimen was collected in a plasma separator tube. The twice-weekly flow cell maintenance procedure is in use. Hotline discussed sample integrity and recommended that results be closely monitored before reporting. A field service engineer (fe) was not requested. However, a bci service call was recommended. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.